Event description:
It was reported that there were concerns of premature battery depletion (pbd) for this subcutaneous implantable cardioverter defibrillator (s-ICD). The device recorded a battery depletion alert. Boston scientific technical services (ts) recommended device replacement and a safe replacement interval was provided. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that there were concerns of premature battery depletion (pbd) for this subcutaneous implantable cardioverter defibrillator (s-ICD). The device recorded a battery depletion alert. Boston scientific technical services (ts) recommended device replacement and a safe replacement interval was provided. The device was replaced. No adverse patient effects were reported.

Manufacturer narrative:
A product investigation was performed in order to further analyze the reported event. Although the data analysis confirmed the allegation, since the device was not returned, proper device analysis could not be performed and thus a probable cause for the premature battery depletion could not be determined. Cause not established is the assigned conclusion for this complaint.

Event description:
It was reported that there were concerns of premature battery depletion (pbd) for this subcutaneous implantable cardioverter defibrillator (s-ICD). The device recorded a battery depletion alert. Boston scientific technical services (ts) recommended device replacement and a safe replacement interval was provided. The device was explanted and replaced. No additional adverse patient effects were reported.